Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a discrepantly low red blood count (rbc) result and a high hemoglobin (hgb) result without instrument generated flags for one (1) specific patient sample generated on the unicel dxh 800 coulter cellular analysis system as compared to results from a different dxh 800 and a rerun on the same dxh 800, which were considered correct. The erroneous results were not reported out of the laboratory. There was no death, injury or change to patient treatment. Low rbc - calculated low hematocrit (hct) results. High hgb - calculated high mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results.

Manufacturer narrative:
The sample was collected in a dipotassium ethylenediamine tetra-acetic acid (k2edta) 3 ml hemogard tube and analyzed one hour from draw. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). A reproducibility test performed by the customer recovered within specifications for the complete blood count (cbc) parameters. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse examined the unit and sample data in question. No hardware issues were discovered and instrument operation was verified by performing reproducibility and control recovery. The fse stated that the results observed for the patient could have been a sample related issue. The cause for the discrepant result is unknown but is most likely sample related. Per product labeling: the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.